Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, burning/smoke/electrical odor, device will not turn on/device not functioning. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous MDR, the manufacturer reported the incorrect information in section b2 marked as death . After review, it was determined that there this options were incorrectly selected in section b2. Nothing such has occured to the patient. The following correction has been updated in this report. Section b1 has been updated to reflect as product problem. Section h1 has been reflect as produt problem. Section h6 health impact code has also been updated to reflect the no health consequences or impact.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, burning/smoke/electrical odor, device will not turn on/device not functioning related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.